Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #050007-4 was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that he had 3 v-go 30 devices where the needle button popped out at some point into use. That patient stated that this happened in the last week of june, the first week of july and on 7/20. The patient mentioned that he presses on the center or the needle button during initial needle insertion and will sometimes push down a few times. The patient mentioned that he experienced hyperglycemia on 7/20 with the v-go worn that had the needle button pop out. The patient stated that with his previous v-go, his bg started rising above 175 at 2:11am. The patient applied a new v-go at 8:06am and provided the following bg readings on 7/20 -- 256 at 6:30am, 353 at 9:45am, 289 at 11:41am, 303 at 1:01pm and 311 at 1:06pm.